Manufacturer narrative:
Product ID: 97754, serial# unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the implantable neurostimulator (ins) was reinitialized for the second time in (B)(6) 2019 but the stimulation could not be restarted. The ins was replaced on (B)(6) 2020.

Manufacturer narrative:
Continuation of d11: product ID: 97754, serial# unknown, product type: recharger. H3: analysis of the ins (s/n: (B)(6) ) found the battery with reduced capacity due to overdischarge h6: fdc 22 pertains to the ins (s/n: (B)(6)). Fdm 10 and fdr 114 pertain to the ins (s/n: (B)(6) ). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: unknown. Product type: recharger. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that at the beginning of august the patient wanted to recharge their ins and suddenly the charger shut off. No communication was possible with the recharger and remote. The patient called the pain center and made an appointment for august 22nd. It was noted that the physician wanted to change the ins for an intellis ins in order to program hd due to the patient never having pain relief for low back pain. The ins overdischarged two times. A power on reset (por) occurred. A physician mode recharge (pmr) was performed. No surgical intervention occurred, but was planned. The issue was not resolved at the time of this event. It was noted that the recharger was not replaced. The patient was alive with no injury. No further complications were reported or anticipated.